Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of redr3510 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC is kinking on itself under the existing dressing. No other information was provided.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a kink in the catheter was confirmed, but the exact cause could not be determined from the photograph that was provided for investigation. The photograph showed the section of a powerpicc solo between the molded wings and the insertion site. The wings were attached and secured to a statlock stabilization device. The statlock device was adhered to the patient. A fold was observed in the statlock substrate near the bottom corner of the retainer. The 5cm depth mark was positioned at the insertion site. The catheter tubing was kinked between the 2 and 3 cm depth marks and between the 3 and 4 cm depth marks. The position of the catheter and angle of insertion may have been potential contributing factors, but the exact cause could not be determined. The instructions for use state, ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ a lot history review (lhr) of redr3510 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC is kinking on itself under the existing dressing. No other information was provided.